Event description:
According to available information, the patient with this device experienced inflation difficulty and pain. The patient reported the cylinders are not inflating properly and the device it is crooked when it does inflate. This has been going on for roughly a year. He has pain in his abdomen, where the reservoir is located. A CT scan was performed to confirm the location of the reservoir and where he is experiencing the pain. He is contemplating having a revision, but reported his insurance won¿t cover the procedure. No other adverse patient effects were reported.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.